Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned r3 offset impactor indicated that the strike plate has fractured off at the weld. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with this failure mode. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that impactor strike plate broke in or. Unknown delay. Unknown backup.